Manufacturer narrative:
Additional information: b3: awareness date used for event date. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling and the risk management file was completed. No decrease in iop/no therapeutic effect is a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. The reported event is an established risk associated with use of the device, which is clearly documented. Based on the information received, the root cause of the reported event was due to the patient''s disease progression. MFR# reference: (B)(4).

Event description:
The following was reported through a review of the case report titled "same-quadrant baerveldt glaucoma implant-250 to baerveldt glaucoma implant-350 exchange." Reportedly following a right eye (od) cataract plus trabecular microbypass stent procedure, a patient with severe stage primary open angle glaucoma (poag) underwent a stent explant due to disease progression. Through follow-up, the following additional information was received. Per report, there was nothing wrong with the stent, however the surgeon removed it during the patient''s gonioscopy assisted transluminal trabeculotomy (gatt). Any omitted information was not available through follow-up. Please see the attached article for details. Reference doi: 10.1016/j.ajoc.2023.101975.